Event description:
Related manufacturer reference number: 2017865-2023-13018. It was reported that noise was observed on the right atrial (ra) lead and the right ventricular (rv) lead. Both the ra and rv leads were successfully explanted and replaced. The patient was stable and asymptomatic.